Event description:
(B)(4). Started with the migraines then the abdomen pain and back pain. Left shoulder and neck pain that comes and goes. Then groin pain. Fatigued. Low energy. Increased anxiety. Body shakes. Legs jump for no reason. Cysts on ovaries the size of grapefruit's that would rupture about a year ago. Painful intercourse. Hurts to sit down. Sharp shooting pains in my vagina. Pains on my left and right side of abdomen. Hair loss. Frequent urination. Painful urination. Painful bowel movement. Sharp shooting pains in vagina. Sometime burning sensation. Loss of energy. Mood swings. Bloating.